Manufacturer narrative:
(H3) the investigation into the reported "aic - purge disc/flag issues" has been completed since the original report was filed. Product was returned for investigation. The console was tested after arriving. The ic4500 was missing the purge flag. The console repeatedly was unable to detect purge discs (alarm #402) at the start of the case. The cause of the issue was a missing purge flag.

Event description:
The complainant reported that during prep, the automated impella controller (aic) did not detect the purge cassette. The cassette was exchanged but the issue did not resolve. Therefore, the aic was exchanged to resolve the issue. There was no reported patient harm.